Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported powerglide pro midline catheter 20guage, 8cm tip broken. The patient was quickly taken to or for surgical removal of the foreign body. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be use-related. One 20 ga powerglide pro catheter was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the device. A microscopic observation of the break site revealed a chevron-shaped break at the distal end of the catheter. The distal tip of the catheter was not returned for evaluation. The catheter fracture surface appeared shiny and granular. The failure of a break in the catheter was determined to be related to pulling the catheter back against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.